Manufacturer narrative:
On 16 june 2017 the (B)(4) performed a clinical evaluation and commented as follows: one year after cementless double mobility tha a cup migration occurred. The images supplied are extremely poor quality and do not allow proper evaluation. Assuming that the second image is the post-primary, the cup seems to have poor bone contact in the cranial area, but a better quality radiograph is needed to verify such condition. The root cause for reoperation cannot be determined. Batch review performed on 20 june 2017. Lot 154157: (B)(4) items manufactured and released on 15 december 2015. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the cup has shifted. The surgeon revised the cup, head and liner. The surgery was completed successfully. X-rays are available, explants are not available.